Event description:
An intraocular lens (iol) was implanted which had an expiration date a month previous to the procedure. (The expiration date-year was mistakenly viewed in a dark room as being 2018, when, in fact it was for a month earlier - in 2013). A manufacturer rep said that they (the company "legally have to put" an expiration date on the lenses. According to him, "lenses are obviously good for the rest of a patient's life and beyond" (once again, paraphrasing or quoting the rep). Therefore, the expiration date is "really not important." He also said that the date may be placed to ensure sterility of the packaging, but the sterility is good for many years, even beyond the expiration date. In his opinion, this issue is not something he would disclose to the patient because he saw no concern with this).